Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen would come on and off without the customer's interaction. There was no reported impact to customer's blood glucose. During troubleshooting with tandem technical support, the issue was resolved.